Event description:
Caller reported that the pump wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the caller¿s blood glucose level. Customer continued to use current pump.